Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was repored via phone call, that the customer's insulin pump received a failed battery test alarm as well as a battery out limit alarm. Customer's blood glucose level was unknown. Unable to troubleshoot. No significant event leading up to the incident was mentioned.